Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic sacrocolpopexy on (B)(6) 2017 and mesh was implanted. Following the procedure, the patient had septic shock and sepsis occurred immediately after surgery. It was reported that the blood state was already bad and the leukocyte count was rising during the operation. The patient was provided treatment for sepsis with vasopressor drug, blood circulation, ventilator. The patient was admitted to ICU and currently the blood condition is reported to be pretty bad. The surgeon opined there was no cause and relationship between mesh and sepsis. The patient is in the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/14/2018 the device history records were reviewed for the possible batch number and the manufacturing criteria was met prior to the release of this lot. Batch ljb191; mfg. Date: 08/01/2017; exp. Date: 07/31/2022